Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 87 mg/dl at the time of the incident. They also had a blood glucose of 90 mg/dl while the sensor glucose was reading at 45 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that, readings has been very far off and sensor was bad and was not working right now and shut off a few times because they thought their blood glucose was really low. Customer also reported that the sensor had calibration not accepted and guardian sensor alert. Customer advised to call back once he was at home to finish troubleshooting and when he also has the package information that the sensor came in. Customer also wanted to report several other sensors that was bloody. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.